Event description:
Apparatus caused cancer in brain without any in body. Callus on heels and the button and tailbone by over amplifie magnetic field signal shaking hands and arms like parkinson's for a session. Pain in back, legs from the ecog bci apparatus tag. This is a continuance from symptoms. The suffering of this is exhausting to say the least. Brain computer interface effects hearing lernex and visual cortex of the brain.